Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of less than 40 mg/dl. The customer reported admitting himself into the hospital for seizures occasionally every few months. The customer was unable to provide specific information regarding the event as he could not remember the exact details. No additional information was provided.